Manufacturer narrative:
It was decided to return the maxi sky 2 to the manufacturer for the further investigation. The shipment is ongoing.

Manufacturer narrative:
During the device evaluation performed in arjo hygiene center, no device failure was observed. It was decided to return the maxi sky 2 to the manufacturer for detailed evaluation. The device evaluation was performed by the manufacturer in a few steps including: device visual inspection (incl. Inspection of internal components), functional testing, analysis of the log events file. The visual inspection did not reveal any device failure. The weight detection limit (responsible for stopping unwinding of the strap when the tension on the strap is lost during descending) was working intermittently during functional testing, however the cause of this component failure was not determined during testing. No other device failure was observed. The review of the log events file (file that store information about significant device activities, incl. Observed errors) did not reveal any problems with operation of the ceiling lift on the day when the event occured. The instructions for use dedicated to maxi sky 2 (001-15698-en) informs: "if the product does not work as intended, immediately contact your local arjohuntleigh distributor for support." To sum up, following the results of the device evaluation, the weight detection limit that was working intermittently during testing. This can be determined as the most probable cause of the strap release. Arjo device was used for the patient transfer when the incident occurred and from that perspective, it played a role in the event. At the time of the event, the device failed to meet its specification since the strap of the lift unwound. The complaint decided to be reportable due to sudden lowering of the maxi sky 2 ceiling lift during transfer of the patient.

Event description:
Following information gathered, the maxi sky 2 ceiling lift lowered unexpectedly during transfer the patient from the toilet to the bed. As a consequence the patient dropped into the bed (approx. 0,7 to 1 m) and sustained a skin scrape on his left hand, which must be bandaged and cared for some time after the event.

Manufacturer narrative:
The investigation is ongoing. The results of the evaluation will be provided to the follow-up report.

Manufacturer narrative:
The device was returned to the manufacturer for testing on 30 nov 2023.